Manufacturer narrative:
(B)(4). Physio-control observed that in addition to the device powering on by itself when a battery was installed, that it would also constantly reboot.  As a result, defibrillation would not be possible if it were necessary.  Physio-control advised the customer that their device is not field serviceable and was no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  At the customer's request, their device was returned to them unrepaired. It was later confirmed by the customer that the device was permanently removed from service.  The device will not be returned to physio-control for additional evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control evaluated the customer's device prior to completing a technical service update. The customer had not reported any issues with this device prior to physio's arrival. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would power on by itself when the battery was installed. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary.